Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. D4: batch # x9691j. Additional information was requested and the following was obtained: "according to the or nurse, the material looked like a component of the device and it was found when the package opened. No patient consequence related to this event." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with no apparent damage. Upon evaluation of the sleeve, the duckbill was fond partially out of position and present. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, parts of the trocar were missing.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # unk. Additional information was requested and the following was obtained: "could you please specify how the device was damaged? Was the sleeve damaged? Was the housing damaged? Was there any insufflation issue? Was there any seal damaged? Any visible broken part? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) "It¿s unknown."" Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did the part fall into the patient? Was the part retrieved? Or does surgeon believe a piece remains in patient?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.